Manufacturer narrative:
Three used caresite valves, without packaging; and one unused, unopened caresite valve, in packaging indicating the reported lot number, were received for evaluation. Upon visual observation, the three used valves exhibited cracks on the female luer threads of the molded caresite valve body. There were no cracks or other anomalies observed on the unused valve. The unused valve was subjected to luer taper and leakage testing according to specification with acceptable results. There were no leakages noted with this valve. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. However, without the actual used sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the valve cracked and leaked chemo medication at the connecting portion.